Manufacturer narrative:
Patient identifier not known. Patient weight is unknown. Date of event is unknown. This report is for an unknown trauma locking screws /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Unknown brand name. Unknown catalog. Implant date is unknown. Complaint part is not expected to be returned for manufacturer review/investigation. Initial reporter phone number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had variable angle (va) condylar plate placed on their distal femur. The patient decided to walk on her leg 10 days after the surgery although the surgeon did not clear her to walk. The patient re-fractured her femur. A revision surgery took place on (B)(6) 2018 and removed the parts replacing them with a nail. The revision was completed successfully with no harm to the patient. This complaint involves three (3) parts. This report is for an unknown trauma locking screws. This is report 2 of 3 for (B)(4).